Event description:
Reporter alleged obtaining blood glucose values of 610mg/dl on her advantage system which is outside the reading range of 10-600mg/dl of the system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.